Event description:
It was reported that the ilet insulin pump issued consecutive alert 38 motor stall alarms and an occlusion alert during use, and the device was synchronized before shutdown; the user employs dexcom g7 continuous glucose monitor (cgm) and 23 in 6 mm infusion sets, and the device will be returned. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery with the user instructed to continue cgm monitoring via the dexcom app or receiver and to shut down the ilet to prevent further alarms. Investigation included technical review, device history and complaint record checks, and preparation for device evaluation upon return. Investigation of this case revealed repeated stalled motor events and an insulin flow obstruction consistent with an occlusion, not resolved after priming and rewinding. It was concluded that the device experienced a motor stall and occlusion during therapy, and a replacement was arranged while the returned unit will undergo evaluation.